Manufacturer narrative:
Concomitant medical products: d314trm crt-d, implanted: (B)(6) 2013; 5076-52 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was intermittent post-ventricular sense t-wave oversensing (twos) noted post shock on a treated ventricular fibrillation (vf) event. It was also reported that there was increased left ventricular (lv) threshold. The right ventricular (rv) and lv leads remain in use. No patient complications have been reported as a result of this event.